Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 102 mg/dl. Customer stated that the pump has been in his pocket all morning and it has been very hot. Customer does not know if the pump was exposed to sweat since he played golf. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.